Manufacturer narrative:
(B)(4). Failure to follow steps. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that when unpackaging a 2.25x12mm rx xience alpine stent delivery system (sds) for use in a stenting procedure, the product mandrel (stylet) and the protective stent sheath were removed without difficulty and the sds was advanced to the target lesion without issue. When attempting to deploy the stent, it was angiographically noted that there was no stent on the balloon; the stent was found inside of its protective sheath packaging, which had dislodged with the sheath during unpackaging. The balloon was withdrawn from the anatomy without issue. The device packaging had been confirmed to be sealed prior to use and there was no damage noted to any packaging materials. A non-abbott device was used to complete the procedure. There was no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stent dislodgement was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the xience alpine everolimus eluting coronary stent system instructions for use (IFU) states: prior to using the xience alpine stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.